Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on 11/18/2023. It was reported that at the time of the event the patient did not get any alerts, but the patient was unable to confirm the specific dexcom malfunction. On night of the event the patient had a hypoglycemic event and fell unconscious. The patient regained consciousness an unknown time after when their dog licked their face. The patient sought assistance from their brother who called ambulance. When the paramedics arrived the blood glucose reading was low, but no cgm reading was reported, and it was unknown what the cgm was displaying at that moment. The patient was treated with 3 glucose gel tubes. After treatment the paramedics wanted to take the patient to hospital, but they declined. At the time of the report the patient was stable. A review of data performance showed that the patient experienced brief intermittent signal loss after the warmup phase but that after that, the cgm readings never dropped lower than 8.1 mmol/l. Based on this, it is most likely that an inaccuracy was the probable cause of the hypoglycemic event. No additional patient or event information is available.